Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error during an attempt to change settings on the device using the paradigm pal software. The blood glucose reading was 168 mg/dl. Advised discontinuation of the device. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No alarm was noted. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.